Event description:
The complainant reported a 61-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported pump in aorta and pure pressure high alarms occurred. Medical staff exchanged the purge cassette, but the alarms were not resolved. Medical staff also noted no kinks. Medical staff then exchanged the cp. The patient survived the event.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of high purge pressure and positioning issues has been completed. The high purge pressure reproduced in the lab though no ingress was seen in the purge tubing. The pump was torn down and no biomaterial was found in or around the motor. The data logs confirmed high purge pressure and purge system blocked alarms. The logs also show an impella position in aorta alarm starting at 6:22am, about 3 hours after patient arrival which lasted until the pump was explanted. There was also a motor current spike a few seconds after followed by a gradual rise in purge pressure. The root cause of the high purge pressure was determined to be biomaterial ingestion. The root cause of the positioning issues was not determined due to lack of sufficient clinical information d9 date device returned to manufacturer added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-13143. E4 should have been left blank . H6 health effect - impact code 4629 added.